Event description:
The customer reported the system failed to boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the frame grabber board and reloaded software. The system operates as intended.